Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a combi set blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. The machine was alarming for air detection shortly after treatment began. The patient care technician (pct) checked the lines to verify all connections were secure and noticed that the arterial bloodline had become disconnected from its end connection point, where it forms a t-like connection with another line on the combi set. It was unknown how the line became disconnected. There was no alarm indicating that a blood leak had occurred. Upon follow up, it was reported that nothing seemed unusual with the combi set. The biomed confirmed that the product had no visible defects, and that it was not accidentally dropped prior to use. The patient involved completed their treatment after being set up with new supplies on the same machine. The patient¿s estimated blood loss (ebl) was approximately 10 ml. It was confirmed that there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The complaint device was not available to be returned for evaluation as it was reportedly discarded.